Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading into the delivery tube. The procedure was completed using a side biter clamp. No additional patient complications were reported.